Event description:
Patient had an unplanned return to surgery. Patient underwent hysteroscopy using equipment that calibrates fluid loss and there was a fluid volume deficit. The surgeon was made aware and the equipment we were using failed to adequately adjust for the volume difference for the procedure. We ended up finishing without the equipment and later the same day the patient came back for fluid retention.